Manufacturer narrative:
(B)(4).

Event description:
It was reported that bluetooth issues on the mobile app occurred. Data was evaluated and the allegation was confirmed as loss of connection over an hour was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. The reported event of bluetooth issues is reportable based on the finding of loss of connection over an hour. No injury or medical intervention was reported.